Manufacturer narrative:
The complainant indicated that the device was disposed of at the user facility and will not be returned for eval, therefore, a failure analysis of the complaint device could not be completed.

Event description:
It was reported that during a gastro-intestinal stenting procedure, a partial deployment occurred. The lesion was located in an unspecified portion of the duodenum. The wallflex enteral 22 x 6 duodenal stent delivery system (sds) was advanced to the lesion. Upon attempting to deploy the stent, resistance was encountered and was only able to partially deploy. The physician was able to successfully remove the device from the pt. The procedure was completed with another of the same device. No pt injuries or complications were reported. The pt's status is reported as "good".